Event description:
It was reported by service report that the hydraulic sub-assembly was leaking fluid. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hydraulic hose.